Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited oversensing, resulting in inappropriate mode switches. Noise was first noted in (B)(6) 2010.